Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing elevated blood glucose (bg) levels that ranged between 288 mg/dl and high; cause was unknown. Customer addressed bg levels by delivering a bolus. Reportedly, the customer declined to provide additional information and further troubleshooting with tandem technical support.